Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after experiencing syncope. The pulse generator exhibited intermittent loss of bipolar ventricular capture on a surface EKG. The ventricular output was increased and the patient would be monitored closely.